Event description:
It was reported during the international stroke conference in 2008, a male patient presenting with a transient ischemic attach (tia). The lesion was reportedly 66.7% stenosed and was located in the left middle cerebral artery (mca). The patient complication was reported as reperfusion hemorrhage. The patient's outcome was listed as aphasia and hemiparesis. No further details were disclosed.

Manufacturer narrative:
The literature presented at the conference can be found at the following url: http://stroke.ahajournals.org/cgi/content/full/38/3/881. This information was discovered by a boston scientific employee attending the international stroke conference in 2008. The study the physician presented was of a boston scientific device. No information provided had suggested a device malfunction.